Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was fractured through to the insulation at the proximal end. This lead was surgically capped and successfully replaced. To date, there have been no reported patient symptoms associated with this clinical observation. Subsequent information indicates that a physician went to fully extract this lead; however, the helix would not retract. The patient was referred to a different physician for attempted extraction of the lead.

Manufacturer narrative:
As of today, this medical product has not been returned to boston scientific for analysis. Should the device be returned, or if any additional information becomes available, this event will be updated.